Event description:
It was reported that the guidezilla was fractured. The 98% stenosed target lesion area was located in the right coronary artery. A 5-in-6 guidezilla guide extension catheter and non-bsc guidewire were selected for use in a percutaneous coronary intervention. During the procedure, both non-bsc guidewire and guidezilla were fractured. The device was simply pulled out with no fragments left inside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Event description:
It was reported that the guidezilla was fractured. The 98% stenosed target lesion area was located in the right coronary artery. A 5-in-6 guidezilla guide extension catheter and non-bsc guidewire were selected for use in a percutaneous coronary intervention. During the procedure, both non-bsc guidewire and guidezilla were fractured. The device was simply pulled out with no fragments left inside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, shaft, and hub included visual and microscopic inspection. Inspection revealed a partial separation at the shaft/collar area, and a kink in the hypotube located 1.5cm from the collar. No other damage or defect was found with the returned device. The reported fracture was confirmed.